Event description:
Patient reported she was prescribed antibiotics, she took the full course for 3 weeks, but still had symptoms of incontinence.

Manufacturer narrative:
The patient also provided another lot number, 200210-1, but was unable to confirm the lot number of the unit that caused the uti and if it was from this lot.

Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) stated she has been experiencing a lot of urinary tract infections (uti) while using the t12 catheter, but did not indicate it was due to the catheter.